Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due an unspecified infection. A new device was successfully implanted. No additional patient adverse effects were reported.